Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('excessive bleeding') and systemic lupus erythematosus ('lupus / autoimmune related hospitalizations') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2007, the patient had essure inserted. In (B)(6) 2007, the patient experienced hypothyroidism ("hypothyroid"). In (B)(6) 2011, the patient experienced autoimmune thyroiditis ("hashimotos"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), systemic lupus erythematosus (seriousness criterion hospitalization), abdominal pain ("abdominal fire pains"), menstruation irregular ("irregular periods"), endometrial thickening ("thickened uterine lining"), urinary tract disorder ("urinary issues") and procedural pain ("painful recovery from ablation"). The patient was treated with surgery (ablation). Essure treatment was not changed. At the time of the report, the genital haemorrhage, systemic lupus erythematosus, abdominal pain, hypothyroidism, autoimmune thyroiditis, menstruation irregular, endometrial thickening, urinary tract disorder and procedural pain outcome was unknown. The reporter considered abdominal pain, autoimmune thyroiditis, endometrial thickening, genital haemorrhage, hypothyroidism, menstruation irregular, procedural pain, systemic lupus erythematosus and urinary tract disorder to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-may-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('excessive bleeding') and systemic lupus erythematosus ('lupus / autoimmune related hospitalizations') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2007, the patient had essure inserted. In (B)(6) 2007, the patient experienced hypothyroidism ("hypothyroid"). In (B)(6) 2011, the patient experienced autoimmune thyroiditis ("hashimotos"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), systemic lupus erythematosus (seriousness criterion hospitalization), abdominal pain ("abdominal fire pains"), menstruation irregular ("irregular periods"), endometrial thickening ("thickened uterine lining"), urinary tract disorder ("urinary issues") and procedural pain ("painful recovery from ablation"). The patient was treated with surgery (ablation). Essure treatment was not changed. At the time of the report, the genital haemorrhage, systemic lupus erythematosus, abdominal pain, hypothyroidism, autoimmune thyroiditis, menstruation irregular, endometrial thickening, urinary tract disorder and procedural pain outcome was unknown. The reporter considered abdominal pain, autoimmune thyroiditis, endometrial thickening, genital haemorrhage, hypothyroidism, menstruation irregular, procedural pain, systemic lupus erythematosus and urinary tract disorder to be related to essure. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.